Event description:
It was reported when using the pyxis medstation es system drawer failed and not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a liquid that had been spilled beneath tray a. A field service engineer reconnected the row board connectors, but the pockets remained undetected. Upon removing row board b, a considerable amount of debris was found beneath the tray. After taking out all the trays, debris was discovered underneath each one, as well as between the trays and pockets, and within the contact pins. Additionally, there was a liquid medication spill beneath tray a that needed to be addressed. A field service engineer proceeded to clean the debris and medication spill, along with the individual cubie trays and pockets. The system functioned as intended after the field service engineer troubleshooted the device.